Manufacturer narrative:
Pump passed displacement test and self test. Unit was received with intermittent all the buttons response due to flattened all the button dome switch (no crease). No moisture damage on keypad traces or button error alarm noted. Keypad connector was fully locked. Unit was received with cracked case at display window corner, cracked reservoir tube lip, scratched reservoir tube window, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a recurring button error alarm. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.